Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No display anomaly was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the buttons were ramping up on the customer's insulin pump. The customer did not recall any exposure to moisture, leading to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 152 mg/dl. Nothing further was reported.